Event description:
Physician and staff were in the process of colonoscopy. While attempting to do a polypectomy with microvasive snare, the snare broke. The polyp was still attached to sigmoid colon. Second snare was opened and polypectomy completed with retained wire removed.